Manufacturer narrative:
E1 initial phone number: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by manufacturer: the device was returned for analysis. Visual and tactile inspection on the hypotube shaft and shaft polymer extrusion found no issues or damages. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. The tip showed no signs of tip damage and the proximal and distal markerbands found no damage. The encore device was verified prior to use, using the druck gauge. No issues were found with the balloon when inflating to rated burst pressure of 12 atmospheres.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left coronary artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The device was removed normally, and the procedure was completed with another of the same device. There was no patient complications reported, and the patient was good and stable post procedure.

Manufacturer narrative:
E1 initial phone number: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left coronary artery. A 10mm x 2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The device was removed normally, and the procedure was completed with another of the same device. There was no patient complications reported, and the patient was good and stable post procedure.